Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the heavily tortuous, left circumfix (lcx) coronary artery with heavy calcification. Vessel trauma occurred, related to a non-abbott device. Following, a 2.8x19mm graftmaster stent delivery system failed to cross the lcx perforation due to the small vessel anatomy and calcified lesion. Surgery was performed following. Due to the failure to cross, there was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.